Event description:
It was reported to the MFR that the vns pt had to use the hospital's magnet at the ER to stop the device from stimulating as her magnet was not effective at turning the device off. Good faith attempts to obtain additional info regarding this event are underway.